Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing bleeding after inserting the adc freestyle libre sensor, and experienced a symptom of haematoma. The customer was unable to self-treat and had contact with a healthcare professional on (B)(6) 2021, who removed the sensor and stopped the bleeding. The customer further reported that on (B)(6) 2021, a blood glucose reading of 140 mg/dl was obtained on the hcp meter and no further treatment was provided. There was no report of death or permanent impairment associated with this event.